Event description:
The customer reported a pt death occurred after being monitored by a philips device.

Manufacturer narrative:
(B)(4). The customer reported a pt death occurred after being monitored by a philips device. This was reported to the customer support specialist (css) on (B)(6), 2012, at approximately 3 am the pt began to have life threatening health problems (the customer could not described problems). Pt expired shortly thereafter. The clinicians did not report that use of the device was a factor in the outcome. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.